Event description:
It was reported that during a da vinci-assisted surgical procedure that erbe error c-34 occurred. The site used a spare generator to complete the procedure as planned. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The iesu was analyzed and the reported problem was confirmed and replicated using system error logs. Visual inspection identified an issue that would be related to the reported event. The unit was tested on a system and displayed error c-34 on startup. Erbe logs also showed error c-34. The unit will be returned to the original equipment manufacturer for additional analysis. The probable root cause could be attributed to faulty electrical components inside the erbe generator throwing error c-34. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.